Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose. Blood glucose reading was 400 mg/dl. The customer stated they received insulin flow blocked alarm. Customer reported they were unable to troubleshoot at time of call. Customer stated event was resolved by changing complete set. The insulin pump will not be returned for analysis.